Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device reportedly overheated. 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 1 event was originally reported for this failure mode during the reporting quarter. 2 events should have been reported; 1 event was inadvertently excluded. - 2 reported events are included in this follow-up record. Product return status 2 devices were received. Event confirmation status 2 reported events were confirmed. Evaluation results 2 devices were found to be affected by a damaged yolk.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by mechanical damage to the sag head. Additional information: 1 device is not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated. 1 event had no patient involvement; no patient impact.